Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: a sample was not returned for evaluation. Retained samples from this lot were tested and stopper pull out was not observed. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5154604. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the bd vacutainer® glass plasma tube lt. Blue bd hemogard¿ stopper pulled out and blood leaked from the device. No injury or medical intervention.